Event description:
The customer reported that the system's ups malfunctioned. On the navigation systems, ups malfunctions prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterrupted power supply) and the universal interface board were replaced. The system was tested and found to be working as intended and put back into service.